Event description:
During extracorporeal circulation in support of cardiopulmonary bypass surgery, the occlusion device intermittently closed itself. The user was unsure of the precise state of occlusion of the venous tubing. There were no adverse consequences to the patient as a consequence of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. The device has not been returned to the manufacturer.